Event description:
The patient has prostatic robotic surgery and was admitted. Blisters around his lap sites although his incision sites were ok. The blisters became worse after discharge requiring a visit to the surgeon's office to have them drained. The patient returned for another procedure the following week with concerns regarding what may have caused the blisters. The surgeon's office stated they believed the blisters were an allergic reaction to the steri-strips. The patient will list steri-strips as an allergy in the future.

Manufacturer narrative:
Product labeling states the expected aes with product use in the warning section shown below. Warnings: the development of postoperative edema may cause skin shearing, skin blistering, or loss of tape adhesion to occur at either end of the strip. Application of any surgical tape or adhesive skin closure may result in skin stripping upon removal. As with all adhesive products applied to the skin, a small percentage of individuals may experience hypopigmentation or hyperpigmentation following removal. Occasional cases of mild acne and folliculitis have been observed in testing on healthy volunteers.